Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm® ultra xc in lower lip. Patient experienced ¿arterial occlusion during a filling.¿ hcp paused the injection and injected hyaluronidase and ¿followed the protocol with aas, sildenafil and hot compress. Patient is fine but is not 100% out of risk.¿ no additional information was provided.